Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21418639-1379: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure at (B)(4) joules of use: fiber had "significantly diminished vaporization efficiency" was observed. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using second fiber at (B)(4) joules of use. The fiber tip (cap) of second fiber was cleaned during the procedure. Patient outcome: "ok" reported. No patient injury reported.